Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Associated medwatch: 1221934-2018-53058.

Event description:
It was reported that when the surgeon tried to thread a suture into the anchor, the anchor tip cracked. After two failures, he prepared another replacement and paid further attention not to put tension on or twist the suture. The surgery was completed with a 15-minute delay. It was brand new and the first use when the issue occurred. There was no harm to the patient. Additional information received via email from the affiliate on 12/21/2016 the anchors were cracked while the sutures were passed through the holes in the anchors. It is not known which awl was used. It is not known what type of suture was used. It is not known how many suture tails were used. It is not known the bone quality of the patient. Additional information received via email from the affiliate on 01/13/2017. Original bone hole was used, the anchor cracked when the sutures passed through the hole in the anchor before the anchor was inserted into the bone hole.